Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the surgery did not extend greater than 30 minus thus no serious injury has occurred at this time. The initial and follow up report should be voided.

Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
CAPA (B)(4). Allegedly, as reported, surgeon tried to use tibial prophecy guides as photos show this was totally off, at least by 1 - 2 centimeters. Surgeon thought femoral guide was okay so made cuts. Noticed anterior cut was large which made surgeon suspect flexed femoral component. So put down the femur to check it was extremely flexed as shown in the picture. Surgeon did fix flexion deformity but it impacted on the outcome of the patients end result. Adverse event: large cement mantle on the anterior flange. Prophecy case number (B)(4). Surgery extended by 1 hour.